Manufacturer narrative:
The event as alleged does not identify a specific mesh manufacturer for the device that was used to treat the patient's hernia, as the information provided was sent via an open letter written by the patient's daughter and was copied to multiple mesh manufacturers. For the purpose of this report davol has identified the device in question to be an unspecified mesh device, as we do not know if the mesh implant was manufactured by bard/davol. Multiple attempts have been made requesting additional information including patient¿s death certificate, autopsy report, medical records and product identifiers. Based on the limited information provided, at this time no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported by the patient's daughter: ni/ni/ni-- patient underwent a hernia repair with an unspecified mesh. Ni/ni/ni-- patient underwent a second hernia repair procedure. Ni/ni/ni-- patient was diagnosed with bowel obstruction. The patient's daughter reports the obstruction was "due to a hernia repair failure." Ni/ni/ni-- patient underwent a third hernia repair procedure. Ni/ni/ni-- patient had a fall in the backyard while performing yard work. As reported, the patient spent 6 hours alone after the fall until her daughter was able to get to her. The patient was taken to the ER, and underwent a CT scan and had blood work done; the patient was later released home. The next week the patient returned to the ER on two other occasions and was subsequently admitted. Another CT scan was done and a "sizable" brain bleed was discovered. The patient's daughter reports that she was told the first CT scan was unclear and it could not be determined if the brain bleed was present at that time. The patient was eventually transferred to a rehab facility. As reported, per the patient's daughter, she was not able to recover and passed away in (B)(6) 2014. Medical records have not been provided and the cause of death is unclear at this time. The patient's daughter claims her mother was a "victim of mesh failure. This sent her into a downward tailspin as she felt after 3 surgeries and not being able to control basic bodily functions, that her body failed."